Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during the acl procedure the surgeon performed all the steps required to lock off the knot on the standard rigidloop adjustable button; however, on completion of tibial fixation the surgeon put the scope back in the knee and saw the loop at slipped and the graft was loose. The surgeon tried to re-tighten the white suture but could not lock it off. The surgeon had to use a rci screw in the femur to ensure the graft was tight. There was a 10 minute surgical delay to procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this (B)(4), lot l393369 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).